Manufacturer narrative:
The product was returned, upon receipt. No evaluation was available for review at the time of this investigation, so the complaint could not be verified. MDR is being submitted as a result of a retrospective complaint review

Event description:
The frame broke at the weld on the front portion underneath the seat of the wheelchair.